Event description:
A member of the fire and rescue squad was responding to an emergency (asthmatic episode). The rescue personnel had an aluminum type cannister with 15 lpm high flow regulator to deliver oxygen therapy. Apparently, after turning the oxygen to 6 liters per minute, in one minute the tank "exploded." The rescue person sustained 2nd degree burns to the hand and face (and was later flown to a burn center). The asthmatic received "singed hair", was taken to the hosp and later released. MFR was contacted by the fire dept and is coming to the site.